Manufacturer narrative:
The devices were returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices malfunctioned; one seal was observed to be cracked when the delivery device was removed from the loading device and the second seal remained inside of the loading device when the delivery device was removed. A third heartstring iii device was used to complete the procedure. The hospital did not report any pt effects.